Event description:
A surgeon reported that the cutter did not open and was unable to be used during surgery, though testing had been passed. The surgery was performed after replacing the cutter with another one. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
The investigation is in progress. A sample is expected but has not yet been received at the manufacturing site for evaluation. Three probe lots, manufactured in april and may 2014, were associated with the complaint. The device history records (DHR) for the three lots were reviewed. No abnormalities that cold have contributed to the customer complaint issue were found during the device history record reviews. The product was released according to the manufacturer's acceptance criteria. A root cause has not yet been identified. (B)(4).